Manufacturer narrative:
Device evaluation: further investigation on the device revealed that during repair, it was observed that the nose tube was missing the hole for the retaining pin. The issue is consistent with improper assembly, tube was not properly inserted when hole was drilled for retaining pin. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device came apart was confirmed. An assessment was performed on the device which determined the nose cone was separated from the tube. During repair it was observed that the nose tube was missing the hole for the retaining pin. It was determined that the tube was not properly inserted when the hole was drilled for retaining pin. The preliminary assignable root cause was determined to be due to a manufacturing issue and improper assembly; however, the investigation is still ongoing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the cleaning process, it was observed that the short attachment device had come apart. This event did not occur during surgery. It was not reported if there was any delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.